Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number: k072642.

Event description:
It was reported that the abutment screw loosened. The screw was retightened.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative certain® titanium large hexed screw (ilrght) was returned for investigation, see attached image a01 in the complaint. Visual inspection of the as returned product identified worn markings due to usage. No damage has been identified. Functional testing was performed for the returned product with an in-house stock device and threaded/seated fully as intended. No malfunction to the threads were identified. No pre-existing conditions were noted on the per. The reported devices location were unknown and was used for approximately 3 years device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (ilrght) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event (keywords: loosening). August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.